Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced increasing urinary incontinence. A cystoscopy was performed, and no signs of erosion nor cuff movement was found. A revision surgery was performed to evaluate the device, and upon examination an air bubble in the pump and fluid leakage at an unknown location was found. The device was explanted and replaced. No additional patient complications were reported.